Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony toric, model zxtxx intraocular lens (iol) was explanted on (B)(6) 2017, and replaced it with a monofocal tecnis toric iol because the female patient would rather do monovision because of having trouble with dysphotopsias. No additional information was provided.